Event description:
Information was received from a family member of a trial patient with an external neurostimulator (ens) for an advanced evaluation. The caller stated that the patient was running a fever and was not feeling well so they went to the emergency room (ER). Additional information was received from the family member of a trial patient on 2017-jul-15. The caller stated that the patient was no their way to the ER due to having a fever and being disoriented. Additional information was received from the family member of a trial patient on (B)(6) 2017. The caller stated that the patient was having undesired symptoms. They were very tired and slept a lot. They were too tired to record their voids at night so the caller was unsure how accurate the data was. The patient became very disoriented yesterday and was running a high fever. The patient needed help to the bathroom and was not able to get up by themselves. The patient went to the ER and the seal from the bandage tore open by accident. The bandage smelt bad and was full of blood. The caller was unsure if the patient was currently bleeding or not. The ER just put another plastic film over the top and did not change the bandage. The patient was home from the ER but they fell and passed out this morning. The caller contacted the patient¿s healthcare professional (hcp) who told them to alternate aleve and tylenol and stated that the patient has a possibility of developing pneumonia from the anesthesia. Additional information was received from the family member of a trial patient on 2017-jul-17. The patient was back in the hospital due to their very high fever. Additional information was received from the family member of a trial patient on 2017-jul-19. The patient was still in the hospital and would be having the device removed as it has caused difficulties for the patient. It was unknown if the issue was resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.